Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: vyaire field service representative (fsr) went on-site and inspect the unit. Logs shows cfb error which was preceded by a ui overload. The ui overload causes the sw to stop working. Advised fse to run through functional check out and if all is working the vent should be good to go back into service. All tests passed required criteria. Unit meets factory specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator software is not responding. No patient involvement.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Root cause was determined due to software issue, ui overload caused the sw unresponsiveness in the device. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release. Tech support stated to run verification. Allowed unit to continue to ventilate. All tests passed required criteria. Unit meets factory specs.